Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set cannula was dislodged from the patient's body when the patient pulled her pants up. This event was reported to have occurred in early autumn in 2015. High blood glucose levels were reported at middle to high 300's (mg/dl). The patient also reported trace to large amounts of ketones. The patient forwarded the blood glucose value and ketone level to her healthcare professional and was instructed on what dose of insulin should be taken for treatment. No permanent injury was reported.